Event description:
A report was received from the affiliate indicating that approx 18 months post cypher stent implant, the pt complained of chest pain and was brought to the hospital as an emergency. St elevation was observed. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher. Heparin and nicorandil were injected by i.v. The next day, to treat the thrombus, a guide wire was inserted. But it could no pass through the lesion because the proximal portion of the cypher was heavily flexed (90~120 angle). This was not observed during the index procedure. Therefore to percutaneous intervention was cancelled and only heparin was injected intravenous until the pt's condition became stable. Approx two weeks later, the condition became stable and was discharged from the hospital. However, the pt sometimes complains of chest pain. A coronary artery bypass graft surgery (CABG) might be conducted later.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal circumflex. The vessel was a de-novo, eccentric, bifurcated and flexion lesion. Lesion classification was type b2. The lesion length was 15mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.25x15mm balloon at 8 atm for 30 secs. A 2.5x18mm cypher stent was deployed at 8 atm for 30 seconds. Post-dilatation was conducted with a 2.25x12mm balloon at 12atms for 30 secs. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was 0%. Timi flow pre and post procedure was iii. Activated clotting time (act) was not measured. Physician's comment: the possible cause of the thrombotic event was below. The proximal portion of the cypher was heavily flexed (90~120 angle) and the blood vessel condition was changed. The blood tortuous was changed at femoral artery, too. So the change might be related with the pt's constitution. The pt might not take anti-platelet medicine correctly. The stent might be under-dilated. Please note: device is distributed outside the united states. However, it is similar to the united states product. Additional info will be submitted within 30 days of receipt.